Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted that patient came into the emergency room exhibiting syncope. Device was reported to have "stopped working" and was then explanted and replaced on (B)(6) 2025. Patient was stable before, during, and after the procedure.

Event description:
New information received noted that the device exhibited a loss of pacing output.